Event description:
A malfunction alarm identified as malf 9 was reported, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support, who provided instructions to reset the pump, and the issue did not reoccur after resetting. The customer was informed to continue using the pump and to contact support again if the malfunction code reappeared.